Manufacturer narrative:
The instrument accessory has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the mcs tip cover accessory allegedly fell off inside the patient and was not retrieved. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument allegedly fell off inside the patient. The mcs tip cover accessory reportedly fell off when the mcs instrument was being removed through a cannula. The mcs tip cover accessory was not retrieved from the patient. No further clinical information was provided. The following information is unknown: the event date, the procedure name, the procedure outcome, and the patient¿s current status.